Event description:
Boston scientific received info that during a routine device interrogation for a pt who was lost to follow up, review of the electrogram (egm) found oversensing of noise leading to pacing inhibition with an unk duration of asystole during post shock pacing for an appropriate event. The episode had occurred over nine months earlier. The pt did not recall any symptoms as a result of the pacing inhibition. No adverse pt effects were reported and the electrode remains in service.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.